Manufacturer narrative:
See MDR 1920664-2007-01378 for the intraocular lens used with this delivery device.

Event description:
As the doctor was implanting the lens, he noticed that the haptic of the lens was bent. He used another lens to complete the procure.